Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011, utilizing a biomet modular head. The other implanted products were competitor's. Subsequently, the patient was revised on (B)(6), 2011, due to instability and dislocation. The modular head was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "the use of instruments or implant components from other systems can result in inaccurate fit, sizing, excessive wear, and device failure." Under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report submitted (B)(4), 2011.